Event description:
It was reported that during a prostate procedure, the fiber broke fifteen minutes before the end of the procedure. The fiber was exchanged and the procedure was completed with a second surgical fiber. No patient or user clinical consequences occurred due to this event.

Manufacturer narrative:
Device available for evaluation updated. Returned to manufacturer date updated. Initial reporter address and city updated. Device evaluated by manufacturer updated. Device returned to manufacturer updated. Evaluation method, results and conclusion codes updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device revealed no signs of fiber tip breaks/fractures. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The fiber is broken within the outer flow tubing 2 inches from the control knob, between distal tip and control knob. The break location exhibits indication of bending, crushed, and no melting. The fiber was tested with hene laser fixture, aim beam is present at break location. The outer flow tubing open end exhibits minor scratch marks. There were no clinical consequences to the patient. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, the fiber broke fifteen minutes before the end of the procedure. The fiber was exchanged and the procedure was completed with a second surgical fiber. No patient or user clinical consequences occurred due to this event.